Event description:
Subsequent to the previously filed report, additional reported information indicates that resistance was noted during advancement through the guiding catheter and fair amount of force was applied against resistance prior to the bend/fracture. The proximal shaft separated into 2 pieces and the device was simply withdrawn from the guide catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The shaft of a 2.75x33 mm xience prime rx stent delivery system (sds) became bent, and nearly fractured, while attempting to advance the sds through an unspecified guide catheter. The sds was removed and a same sized xience prime sds was used to continue the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The kink and shaft separation were able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.